Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using different fingersticks, and got results of 166 and 110 mg/dl. No symptoms were reported. Rptr's test strips and control solution had been opened for more than 3 months. In a follow up, the rptr's wife stated that the control solution tests were in range, but readings were still fluctuating.